Event description:
The technician indicated the brake is not holding.

Manufacturer narrative:
The technician found the casters worn and the brake cable stuck in the stiffener plate. The technician replaced the brake bearings, stiffener plate, brake caster and brake/steer caster to repair the bed.